Event description:
Caller states this inform meter was reported by the operators to be smoking and melted when docked. The electrical contacts of the inform meter are blackened and the plastic around them is melted. No adverse event reported. Requested return of device, replacement was sent.

Event description:
Reporter alleged the needle from the softclix lancet device protrudes outside the end of the cap. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to fire device due to a defective button. Could not test to see if the lancet retracted.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.